Event description:
It was reported that the blood pressure is not correlating with the balloon pump. It was further stated that the tubing was also found to be harder than it used to be.

Manufacturer narrative:
Unfortunately the product in question was disposed of by the hospital. It was further stated that the pressure difference between the transducer and balloon pump was around 50mmhg. There was no patient injury. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Without return of the product, it could not be determined if damages or defects were present on the dpt. It remains unknown if any clinical factors may have contributed to the event. No further actions will be taken at this time.